Event description:
(B)(6) died of too much ammonia in the blood caused by ketoacidosis. He was in (B)(6), staying at a hostel. The guests noticed he had been asleep sitting on the floor with his head on the bed all morning through a window. And the day before they noticed he wasn't making too much sense and thought maybe he had been drinking. The manager knocked and notice he didn't respond or move from that seated position. Used his key and found (B)(6) unresponsive and called 911. He was later pronounced dead. The (B)(6) coroner did an autopsy finding nothing wrong waited on the blood and toxicology. The (B)(6) coroner found his ammonia was extremely high and that knowing he had type 1 diabetes ruled his death a result of ketoacidosis. Based on this recall email we found his pump and there is no clear ring on it and there are sharp edges to it. You'll have to talk to the (B)(6) coroner in (B)(6). He did the blood work up. FDA safety report ID # (B)(4).